Manufacturer narrative:
The reported event was confirmed. Two hematuria catheters were returned. Both were unopened with both its outer packaging and inner blue sleeve. This investigation was opened as the catheter of lot: myctr913 contained a lower eye catheter length (0.2495") that was above specifications. The root cause was due to an operator error during the hand burning process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the reported event could not be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, per the sample evaluation it was found that the length of the drainage eye of the foley catheter was above the specification.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that, per the sample evaluation it was found that the length of the drainage eye of the foley catheter was above the specification.